Manufacturer narrative:
It was confirmed that there is no patient involvement on this event. Additional information - the root cause is attributed to a mainboard - clock rate issue. A slower than expected reaction of the touch screen does not impact the device's ability to provide proper ventilation and to function as intended. Upon recur of the issue, it is unlikely to cause death or serious injury.

Event description:
There was no patient involvement.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported even after the sw upgrade, the touch screen response is more than three seconds. The issue is internally being investigated.

Event description:
Customer reported that the touch screen of their unit has a slow reaction/respond. The unit was affected by the clock rate issue. The information regarding patient involvement has not been provided.